Event description:
The customer reported, the high voltage cable sleeve is broken. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).